Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with scalloped leaflets and post heart transplant (10 years prior). A mitraclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the septal leaflet and remained attached to chordae and the other leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the procedure was discontinued. The tr remained at a grade of 5. There were no clinically significant delay in the procedure.